Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 620 mg/dl. The customer was treated with syringes. The customer¿s current blood glucose level was 211 mg/dl. The customer was still in the hospital at the time of report. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and found no delivery alarm and while fixed prime also insulin pump received no delivery alarm. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.